Event description:
The balloon on this balloon catheter ruptured on the third inflation and fragments of the balloon material detached in the pt during a stent expansion from a contralateral approach. Resistance was encoutered upon withdrawal over a calcified aortic bifurcation. The sheath and balloon catheter were removed as a unit. The proximal portion of the balloon was removed with the catheter shaft. A hemostat was used to successfully retrieve the detached distal segment. Arteriography post procedure indicated damage to the right common femoral artery and occlusion of the right external iliac artery. Difficulty achieving hemostasis from the insertion site in the right common femoral artery post procedure was treated with placement of a pressure clamp on the pt's right groin. The pt was transferred to the micu for observation. The pt expired the day following this dilatation procedure. Co's follow up indicated balloon failure resulted from inflation of a vascular stent which is a non indicated use for this balloon catheter. Co believes this procedure as well as non-indicated use of this device may have contributed to this event and does not attribute it to the device. Co's direction for use state: co balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries. Any use for procedures other than those indicated in these instructions is not recommended."